Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing/inner lumen kink, along with an optical fiber was break was observed at approximately 60.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon failed to calibrate. The balloon was replaced and a second balloon inserted without difficulty and performed as expected. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon failed to calibrate. The balloon was replaced and a second balloon inserted without difficulty and performed as expected. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon failed to calibrate. The balloon was replaced and a second balloon inserted without difficulty and performed as expected. There was no reported injury to the patient.